Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to the reported poor image resolution and patient anatomy. The poor image resolution was associated to difficulty imaging. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Imaging quality was poor. First mitraclip xtw (lot: 40129r2037) was implanted successfully. A second mitraclip xtw (lot: 40610r1057) was then placed medial to the first clip, but after deployment it detached from the anterior leaflet. The clip remained well attached to the posterior leaflet. There was no reported tissue damage or other patient effects and no clinically significant delay. The procedure ended with mr reduced to grade 3. No intervention was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.